Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary dysfunction/sacral nerve stim. It was reported that the hcp states last night and today they attempted to place the pt's ins into MRI mode but could not connect to ins, caller states they were getting the message "unable to connect to device. Make sure the communicator is within range". Caller was not with pt. The caller will call back when with the pt to attempt MRI mode. Agent advised that before calling, the caller advised patient to charge ins to make sure it is adequately charged. Caller states they have recharged the ins and confirmed a bit ago the ins battery level is at 60%. Caller indicated they are having trouble connecting with the ins. Caller originally believed the connection issue was due to the communicator b/c they noted it was charging earlier and the battery indicator light was green but when it was unplugged the battery indicator light turned red after about 3 mins. Through troubleshooting caller realized that they hadn't been able to connect earlier b/c they had been using the wrong app and when they used the micro my therapy app during the call they were able to connect but app displayed por message. After exiting from por screen, caller was able to then activate MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the cause, action/intervention, and resolution remain unknown.